Manufacturer narrative:
Manufacturing date was unavailable at the time of filing. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system. It was reported that pre-operatively during the register task of a fess procedure, the site had issues with registering their patient because the scan was "tilted". Technical services requested to video chat to see the exam. Once the video chat was started, the caller stated they got a passing registration and were accounting for the 4mm inaccuracy and then the call was disconnected. There was no reported impact on patient outcome.